Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a procedure for a routine generator change it was observed that low pacing impedance, noise and inappropriate mode switching was observed on the atrial lead. Atrial lead replacement was attempted but not completed due to the patient's stenosed veins. The lead remained implanted and active. Programming changes to decrease sensitivity were made. The patient was stable.